Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in a moderately calcified vessel. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the ivus catheter was inserted, it seized on a non-boston scientific guidewire. The physician gently tugged the wire but was unable to dislodge it; however, both devices were safely removed in one piece, and there was no visible damage to either device. A new wire and different type of imaging modality was used but that catheter also froze on the wire during pullback and it was through the wire properties might be causing the issue. The procedure was completed with an alternate device. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. G4:premarket / 510(k) # k173820, k213593. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.